Event description:
Sales representative reported "21g needle. They are not sharp enough to even go thru the skin and you have to push so hard to get into the port.¿ this record is for unknown side. The devices status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: product quality problem.

Manufacturer narrative:
After additional review, it has been determined that abbvie is not responsible for reporting on this product. Reporting is the responsibility of b. Braun medical who has been notified of this complaint.

Event description:
Sales representative reported "21g needle. They are not sharp enough to even go thru the skin and you have to push so hard to get into the port.¿ this record is for unknown side. The devices status is unknown.

Manufacturer narrative:
Additional, corrected and/or changed data: a.3a, b.1, b.2, b.5, d.3, e.1, g.1, g.2, h.1, h.2, h.6, h.11. Reason for complaint: "21g needle. They are not sharp enough to even go thru the skin and you have to push so hard to get into the port.¿

Event description:
Sales representative reported on behalf of healthcare professional, "21g needle. They are not sharp enough to even go thru the skin and you have to push so hard to get into the port.¿ this record is for unknown side. The devices status is unknown.